Event description:
The pt implanted two cypher stents in proximal and distal rca seven months ago because of acute mi. Cypher was implanted in proximal and cypher in distal rca. Both stents were kissing. Two stent fractures were found in the cypher stents. One is in 8 mm from proximal of the stent, and another is in 15 mm from proximal. The pt is a male. The procedure disk will be returned for eval. The index two procedure dates were in 2008. The first procedure, was an emergent procedure and the second was an elective procedure. The target lesion was the right coronary artery (rca). The target lesion characteristics were: 100% stenosis in the left anterior descending (lad), 80-90% stenosis in the rca, and no calcification. The lesion was pre-dilated. The pre-dilation balloon used was a firebird (2.75x18mm) dilated at 20atms for 5 seconds. The lesion was post-dilated with a powersail (4.0x13mm balloon) at 16atms for 5 seconds. There were no intra or post procedural complications. There was no calcification or tortuosity of the vessel/lesion. The lesion length was 35mm. There was no chronic total occlusion, bifurcation, or angulation. A total of two stents were placed in a kissing position. There was no intramyocardial bridging noted. It is unconfirmed if the stent was implanted in an actively moving segment of the artery or if the vessel was intramyocardial. Sixteen atms of pressure were used to deploy the stent. Ivus was not done during the initial stent placement. There were no anomalies noted. There was no tracking difficulty experienced. There was no problems encountered crossing the lesion.

Manufacturer narrative:
This product is not available as it is still implanted within the pt. Additional info will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with mfg report number 9616099-2009-00446.